Manufacturer narrative:
(B)(4). D-10: 159540, oxf anat brg lt sm size 3 PMA, lot 075460. 154718, oxf uni tib tray sza lm, lot 301190. 161468, oxf twin-peg cmntd fem sm PMA, lot 175740. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified two views of the left knee demonstrating a medial compartment hemi arthroplasty with loosening of the femoral and tibial components as well as narrowing suggesting polyethylene wear. Overall sizing of the implant is appropriate. Mild osteopenia but no significant bone disease is present. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of the left knee due to lateral progression two and a half years post implantation. Further review of radiographs received identified a medial compartment hemi arthroplasty with loosening of the femoral and tibial components as well as narrowing suggesting polyethylene wear. Attempts have been made and no further information has been provided.